Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported through the surgical outcome system that a patient experienced an adverse event undergoing a shoulder arthroscopy procedure. No additional information provided. Additional information requested. Additional information provided on 12/01/2021: the date of the primary procedure was on (B)(6) 2019 for a shoulder arthroscopy. This procedure took place at southern oregon orthopedic. A second surgery took place on (B)(6) 2021. Complication reported (B)(6) 2021. A revision procedure is scheduled for (B)(6) 2021.